Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: -inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.

Event description:
The customer reported that channel 4 of the gastrointestinal videoscope was blocked. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that debris were evident in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: light cover glass was cracked; outlet pipe had evident blockage; and water flow and removal did not meet specification. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.